Manufacturer narrative:
H.6. Investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) is required at this time. H3 other text : see section h.10.

Event description:
It was reported that during use of the bd autoshield¿ duo safety pen needle there was an issue with delivering insulin. The following information was provided by the initial reporter, the device failed to fire into the skin. Resulting with insulin ¿ being left on the skin.

Manufacturer narrative:
H.6. Investigation summary twenty nine sealed 30g x 5mm safety pen needle samples were returned from lot. No. 8347617, cat. No. 329605. An activation test was carried out on all 29 samples and no issues were observed. . A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time. H3 other text : see section h.10.

Event description:
It was reported that during use of the bd autoshield¿ duo safety pen needle there was an issue with delivering insulin. The following information was provided by the initial reporter, the device failed to fire into the skin. Resulting with insulin ¿ being left on the skin.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd autoshield¿ duo safety pen needle there was an issue with delivering insulin. The following information was provided by the initial reporter, the device failed to fire into the skin. Resulting with insulin ¿ being left on the skin.